Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on: (B)(6) 2007: patient underwent an unknown procedure in which rhbmp-2/acs was implanted into patient body. Per operative notes "...large curette was used to perform a thorough discectomy preparing the end plates for an inter-body fusion by removing the cartilage. Trial sizers were then inserted followed by insertion of two separate spine-worx titanium lordotic inter-body fusion cages filled with rhbmp-2/acs bone morphogenic protein which had previously been soaking on a gelfoam sponge. One cage was inserted toward the left and one toward the right. Good bony contact was achieved for an inter-body fusion. Slight compressive force was then applied across the screws. Attention was then moved to the left side and the inter-body fusion at l5-s1 was performed from the contralateral left side, initially performing a facetectomy, then removing the disk material and distracting across the screws. A thorough discectomy was performed removing the cartilaginous end plates and two additional spine-worx titanium lordotic cages were filled with bone morphogenic protein and inserted at l5-s1, one toward the right and one toward the left. Local bone graft was inserted into the posterolate ral gutters for an inter-transverse posterolateral fusion at l4-l5 and l5-s1.this was augmented with bone morphogenic protein as well as synthetic bone graft. Patient tolerated the procedure well without complication. Intraoperative neurophysiologic testing was pe rformed with a free running emg being stable throughout the procedure for approximately three hours."

Event description:
It was reported that the patient underwent an l4-l5 and l5-s1 posterolateral lumbar fusion in which rhbmp-2 was used. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near where the rhbmp-2 was implanted. It was reported that the patient now experiences severe injuries and damages including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish.